Manufacturer narrative:
As no further information has been received at this time, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that interrogation of this implantable device noted five years of remaining longevity and displayed a code 1003, which states that the voltage is too low for projected remaining capacity. The code was observed one week after the software upgrade was performed. Remote monitoring was set up for the patient and a request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Device replacement was recommended. The boston scientific local area representative stated the device is scheduled to be replaced on (B)(6) 2026. No additional adverse patient effects were reported. The boston scientific local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided.